Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right atrial lead exhibited inappropriate automatic mode switch episodes due to atrial lead noise. Capture threshold, sensing threshold, and lead impedance values were within normal limits. Loss of atrial capture was not observed. Noise was not reproducible. Programming change were successfully made. The patient was stable and will continue to be monitored.